Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 4x40mm armada 35, it was noted that contrast was leaking from the balloon. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined a potential product quality issue based on the reported and confirmed leak during return analysis. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.